Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photo and video were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 12/2023) the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement, leakage at puncture point was allegedly noticed upon imaging. It was further reported that there was a split in the catheter was allegedly found upon removal. Reportedly, the catheter was removed and replaced. There was no reported patient injury.

Event description:
It was reported that one year one month and sixteen days post a port placement, leakage at puncture point was allegedly noticed upon imaging. It was further reported that there was a split in the catheter was allegedly found upon removal. Reportedly, the catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: although the sample was not returned for evaluation, one electronic photo and one video were provided for review. Catheter break and fluid leak were noted in review. Therefore, the investigation is confirmed for the reported fracture and fluid leak. Furthermore, clinical conditions alleged in the complaint cannot be confirmed. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 12/2023), g3, h6 (method). H11: b3, b5, h6 (result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.